Event description:
Reference MDR#1219856-2009-00240 for first event involving same patient. It was reported that while in the cardiac cath lab the second iab tray was opened and at this point the staff noticed that the balloon looked as if it was not "wrapped very tight." Even so, the iab was prepped per instruction. The md tried to insert the iab through the sheath; however, the iab membrane unraveled and the md removed the iab and sheath as one unit. As a result, the rn stated that "the patient developed a hematoma from the failed iab insertion attempts."

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.